Manufacturer narrative:
Additional narrative: reporter is a synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an unknown procedure. During the procedure, the cable got stuck in the cable tensioner. The cable was cut and a different cable tensioner was used. No fragments were generated. The procedure was successfully completed with a five (5) minute surgical delay. There were no patient consequences. Concomitant devices reported: cable/wire (part number unknown, lot unknown, quantity 1). This report involves one (1) cable tensioner. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a review of the device history record. Part number: 391.201 synthes lot number: p506782 supplier lot number: n/a release to warehouse date: 25 sep 2001 expiration date: n/a supplier: pioneer surgical technology device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: investigation summary service and repair evaluation: the customer reported the cable got stuck in the cable tensioner. The repair technician reported there is cable stuck in the device and pieces could be missing. Warranty replaced is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Event description it was reported that on march 19, 2020, the patient underwent an unknown procedure. During the procedure, the cable got stuck in the cable tensioner. The cable was cut and a different cable tensioner was used. The procedure was successfully completed with a five (5) minute surgical delay. There were no patient consequences. The complaint involves two (2) devices. Investigation was performed by the manufacturer/supplier: flow: device interaction/functional visual inspection quality inspection by rti observed that the device was returned without 401-153 (nose piece) and a cable stuck in the instrument. Rti used a nose piece from their inventory, placed it on the instrument and was able to remove the cable successfully. Functional testing a dimensional inspection was not performed, as the device passed functional testing once the cable was removed. Document/specification review the manufactured-to and current revisions were reviewed. Released on 07aug2001 was to replace the tensioner nose piece with new design and to reduce the reference dimensions to one significant digit. This was a functional update to the device. The reason of the change was to incorporate the improved nose piece design into the cable tensioner assembly and to display the reference dimensions with a reasonable number of significant digits. No design issues were revealed during investigation. Conclusion the complaint was confirmed during investigation as the as received condition of device shows a portion of the cable being stuck inside the tensioner. The broken condition could be interpreted as functional issue. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition, therefore the allegation of this complaint is not related to the drawing change that was done from revision c to d. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d11 e1 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.